Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 on both eyes. Patient has resolving dry eye syndrome (des) post lasik. Patient was prescribed with xiidra but patient complained of no improvement. Physician advised patient to continue xiidra for twice a day for one more month and was advised for follow up checkup in two months as needed. Patient reported that dryness improved a lot with xiidra and was happy with at the 2 month follow up visit. It was stated that the patient did not experience loss of best corrected visual acuity (bcva). Patient reported symptom is not interfering with daily activities and is resolved. Bcva from (B)(6) 2017 right eye pre-op 20/20 -4.25 x -.25 x 0, left eye pre-op 20/20 -6.75 x -.75 x 71. Bcva from (B)(6) 2017 right eye post-op 20/20 .50 x- .25 x 33, left eye post-op 20/20 1.00 x -.50 x 4.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.